Event description:
It was reported to philips healthcare that the heartstart mrx paddle leads are active when the paddles are cradled in the paddle tray. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.